Manufacturer narrative:
The reported complaint of "negative overshoot of patient's temperature during the rewarming phase of the ivtm treatment using thermogard xp ivtm system (sn (B)(4))" was not confirmed based on the event log review. The patient data showed perfect system behavior. No undershoot or overshoot of patient temperature detected in the graph. The graph showed two negative spikes, this could be caused by a bad temperature cable, a bad temperature sensor (disposable) or bladder/abdominal flushing's. The undershoot was a misinterpretation by the user, the user read the blood temperature which is cooler than the bladder temperature. Blood temperature sensor was located close to the catheter which will display a cooler temperature than the bladder temperature. As a precautionary measure, the temperature cable was recommended to be replaced to avoid any problems in temperature measurement. The ivtm system is working within specification. Therefore, no service action is required.

Event description:
The user reported negative overshoot of patient's temperature during the rewarming phase of the ivtm treatment using thermogard xp ivtm system (sn (B)(4)). No further information was provided. No known impact or consequence to patient information was provided.